Event description:
It was reported that the customer had been receiving no delivery alarms. The customer stated that she received the no delivery alarms with her past three infusion sets. The customer stated that she received a motor error alarm when changing her most recent infusion set. The customer's blood glucose was 400 mg/dl. Troubleshooting was done. The motor error alarm occurred during the priming process. The customer did not recall any significant events leading to the alarm. The customer was able to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.